Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead exhibited out of range impedance on the distal coil indicating lead fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspection revealed lead in two segments severed approximately 98 mm from the terminal end. The high impedance allegation was confirmed based on the observation calcification on the lead at the distal coil, proximal coil, and insulation. Residual calcification with tissue was also noted on the tip housing.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating rv lead exhibited out of range impedance on the distal coil indicating lead fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.